Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(4). Batch: 7077335.

Event description:
It was reported that following a deep brain stimulation lead implant procedure, the patient experienced an edema. According to the physician, this patient experienced three epileptic fits following the lead implant which was treated with medication.